Manufacturer narrative:
(B)(4). Investigation / evaluation. A review of the drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and a visual inspection of the returned product was conducted during the course of investigation. . A visual examination of the returned tracheostomy tube revealed the following: the product shows indications of usage. The tube color code was blue. The product length was measured to be in specification. The curvature was checked and found to be in specification. There is no evidence to suggest that the device was not made to specification. Per qc specification, there is a 100% inspection rate for the length and curvature of the tracheostomy tube. The provided instructions for use (IFU) states: "during and after attachment of the breathing system to the tracheostomy tube connector, avoid excessive rotational or linear forces on the tube; application of such forces may result in kinking" a definitive root cause cannot be identified. We will continue to monitor for similar complaints. No additional action is required based on the risk assessment.

Event description:
The tracheostomy tube was placed approximately 2 weeks ago in the male patient. The inner tube was being inserted as the patient was being discharged from ICU to the ward when it was discovered that the tracheostomy tube was kinked. The tracheostomy tube had to be removed and replaced. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The tracheostomy tube was placed approximately 2 weeks ago in the male patient. The inner tube was being inserted as the patient was being discharged from ICU to the ward when it was discovered that the tracheostomy tube was kinked. The tracheostomy tube had to be removed and replaced. No adverse effects to the patient were reported due to this occurrence.